Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, the left ventricular (lv) lead exhibited high pacing impedance. The lv ring was programmed to the right ventricular (rv) coil, resolving the issue. The patient was in stable condition.